Event description:
Additional programming data was available.

Event description:
A battery life calculation was performed, which estimated 1.7 years remaining battery life at the time the device was explanted. Based on the information available to date, the battery appears to have depleted more quickly than expected, most likely related to the manufacturing method of the device.

Event description:
The patient's father reported that he felt the device depleted more quickly than expected. It was not that the programmed settings were high however the father still felt that the device's depletion was premature. The physician did not suspect a device issue was occurring and instead believed the device was programmed to high output current and high duty cycle which contributed to the device's depletion. The physician felt the rate of depletion was normal considering the programmed settings however the settings have not been provided to date. Manufacturing records were reviewed and confirmed that the generator passed quality control inspection. The device was manufactured using the laser routing process which has been found to potentially cause premature battery depletion. The patient had been referred for a prophylactic generator replacement. The explanted generator was discarded following the surgery. No additional relevant information has been received to date.